Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves and received recommendation to replace the control pc board. No further information has been received if this has been carried out. The current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported technical error code has not been determined. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015. H3 other text : 4117.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).